Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent preventing the e-belt from connecting to a monitor. Th root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted form the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
An (B)(6) male patient's nurse contacted a patient service representative to report that the patient's electrode belt had bent pins. The patient was issued replacement electrode belt.